Manufacturer narrative:
Section d10: additional information. The percutaneous lead was received on 06jun2019. The pump was received on 13jun2019. Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed through the analysis of the log files submitted by the account. Additionally, although damage was observed on the external portion of the brown wire that would have contributed to the confirmed driveline fault alarms, the alarms returned after the driveline was repaired, suggesting that the internal portion of the driveline may also have been compromised. The submitted log files captured sustained driveline faults with corresponding yellow wrench advisory alarms. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. (B)(6) was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. A distal segment adjacent to the metal connector measuring approximately 25¿ was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the inlet tube with green sutures. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was returned properly secured over the graft attachment and bend relief hardware with a black suture. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 2.5¿ from the pump housing. A distal segment adjacent to the metal connector measuring approximately 25¿ was returned, with additional 3.5¿ segments of the silicone jacket and bionate layers, as well as additional distal segments of the green (1.5¿ in length), yellow (1.5¿ in length), orange (1.5¿ in length), red (2.0¿ in length), and brown (1.5¿ and 0.5¿ in length) wires. Continuity testing was performed on the all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and clear bionate layers appeared unremarkable. Upon removal of the clear bionate layer, some separation of the metal braided shield was observed at the pump housing. Visual examination of the driveline revealed mechanical damage to the insulation of the 0.5¿ distal brown wire segment, exposing the metal conductors underneath. This damage did not appear to be the result of abrasion or repetitive flexing. The insulation immediately in back of this damaged area appeared to be dented as if it were clamped. Additionally, the two small segments of the brown wire (0.5¿ and 1.5¿) that were returned appear to have once been a single wire segment measuring approximately 2.0¿ in length. It appears that the inner conductors of the brown wire became fractured and the wire insulation was able to be stretched and eventually pulled apart, completely severing the brown wire at this point and creating two smaller brown wire segments. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of compromised wire insulation. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The brown wire represents one of the two redundant wires that comprise phase 2 of the three-phase motor. The system controller monitors the current in each redundant wire pair to detect circuit conditions. When the system controller compared the current in the brown wire and the current in the intact black wire, the fractured conductors of the brown wire would have resulted in the reported driveline fault events recorded in the submitted log files. The evaluation findings are consistent with the driveline fault data in the log files showing a reduction in phase 2 values. However, the driveline fault alarms returned after the external perc lead repair, suggesting that the inner conductors of the brown wire on the internal portion of the driveline may also have been compromised. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced multiple driveline fault alarms. Log file analysis confirmed the recurring driveline fault alarm. Power cable disconnects were noted as well. On (B)(6) 2019, the patient received a driveline repair. During the driveline repair, technicians noted brown wire conductor that were exposed. While performing repair, a momentary pump off event occurred while switching to the new perc lead with green, brown, and orange conductors connected. The technicians were able to splice the black conductor to the new perc lead without issue. After connecting the new leads the pump turned on immediately. The account communicated the potential brown wire/conductor open requiring a repair further up on the internal driveline. After the completed repair, the account reported reoccurring driveline fault alarms due to open brown wire / conductor. The patient was reported to be tethered on a unshielded patient cable. The patient received a heart transplant on (B)(6) 2019 due to the subsequent pump stoppage event. No further information was reported.